Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose (bg) level was 592 mg/dl. Elevated bg was addressed with a bolus via the pump. Customer resumed insulin delivery successfully.